Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "left side rupture as well as exchange from textured to smooth due to concern with the product." Device remains implanted. Left side.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, d.6b, h.6.